Manufacturer narrative:
It is unknown if there was patient involvement. No patient information was reported. This report is for an unknown mandibular plate/unknown lot. Part and lot number are unknown; UDI number is unknown. It is unknown if the device was implanted/explanted. It is unknown if the complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a mandibular plate broke. It is unknown if there was a patient or surgical involvement. This report is for an unknown mandibular plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient information provided. Date of explant is not known complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent mandible reconstruction for self-inflicted gunshot wound on (B)(6) 2017. On unknown date, it was reported the matrixmandible angle reconstruction plate broke while patient was eating. Patient was returned to surgery on unknown date where the broken plate was removed and replaced with a milled plate. Surgery was completed successfully with no delay.